Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the physician was checking the drainage of bile by using a syringe after the catheter was placed in the target site, leakage from the connecting part between the catheter and the hub was confirmed. It was replaced with another catheter and the procedure was completed.